Manufacturer narrative:
Occupation- lead ir tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the involved angio-seal device was deployed upon opening the package. There was no patient injury, medical/surgical intervention required. Additional information was received on 22oct2020. The device was dropped and then found to be deployed prior to use. The device was intended for a thrombectomy procedure. They opened another kit. A second angio-seal device was used to complete the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 8fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned with the bypass tube at the manufacturing slit. The hemosheath, arteriotomy locator and header bag returned as well. No poly foil pouch was returned for analysis. Visual inspection revealed that the bypass tube was present on the carrier tube at the manufacturing slit. It was found to be dislodged and not detached. The deployment sleeve of the device was found to be in the forward lock position. There was no damage noted with the returned hemosheath and locator. No other visual anomalies were noted. Functional testing was performed, and the bypass tube was moved over the anchor by manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. The bypass tube was separated from the carrier tube and subjected to dimensional testing. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" and which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer specifications. Based on the returned device, the complaint could be confirmed for dislodged bypass tube. No dimensional and visual inconsistencies were found on the anchor or the bypass tube. It is likely that the bypass tube was dislodged while opening the poly foil pouch or during handling. As the poly-foil pouch was not returned, no definitive conclusion can be made regarding the cause of the bypass tube dislodged. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.